Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient frequently charged the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
The returned scs-ipg-r-MRI was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient frequently charged the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.